Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the stent thrombosis and subsequent death could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec has determined that the stent thrombosis and death are possibly related to the study device and probable to the procedure. The cec indicated that the device may have contributed to the probable stent thrombosis and that the cardiac death occurred within 2 weeks of the index procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy catheter was used to treat a lesion in the left circumflex artery. The ivl catheter successfully delivered 50 pulses and there was no device malfunction reported. The patient presented 2 weeks post-op with a stent thrombosis and subsequently expired 15 days after the index procedure. This event was sent to the clinical events committee (cec) for adjudication of the stent thrombosis and death. The cec has determined that the stent thrombosis and death are possibly related to the study device and probable to the procedure. The cec indicated that the device may have contributed to the probable stent thrombosis and that the cardiac death occurred within 2 weeks of the index procedure.